Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -16.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced elevated intraocular pressure of 39 mmhg. On (B)(6) 2022 the lens was explanted and this resolved the problem. The cause of the event was reported as unknown.